Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited intermittent loss of capture (loc) and intermittent high out of range pacing impedance measurements greater than 2,000 ohms. The patient was pacemaker dependent. The device was noted to have reached elective replacement indicator (eri). An invasive procedure was performed. When trying to remove the device from the pocket, the header came off. Loc was again observed and the patient required cardiopulmonary resuscitation (CPR) and external pacing. The ra lead was connected to a pacing system analyzer (psa) and pacing impedance measurements and capture was observed to be acceptable. The device was successfully explanted and replaced and the ra lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations. Manufacturing enhancements have been implemented to make the header bond more robust.